Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 92.4% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device had reached battery depletion prematurely. The device was explanted and replaced. During the implant procedure, the left ventricular (lv) lead was dislocated repeatedly and the target vessel position could not be reached. The implantation was abandoned. No patient complications have been reported as a result of this event.